Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that after fixation the device exhibited failure to capture and low impedance. The physician attempted to reposition the device but noted the helix had stretched. The device was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of stretched was confirmed. The reported events of low pacing impedance and failure to capture could not be confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with the implant procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, including output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.